Manufacturer narrative:
The disposable cartridge was not returned as requested for evaluation. A review of the lot history showed there were no other events of this type. The nso user guide and the handbook for dialysis includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2015 from a home treatment nurse regarding a (B)(6) year old male patient, who experienced itching, agitation, vomiting and gurgling sound in his throat within two minutes of his first treatment. The treatment was discontinued and the patient was treated with 25mg of intravenous (IV) benadryl, 4mg IV zofran and 300ml of normal saline IV. He was transported to the emergency room (ER) and discharged without admission in stable condition.